Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pace impedances. The impedances were greater than 2000 ohms. Under x-ray, the lead was found to be fractured. The ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.